Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Upon electrical testing, there was no indication of conductor fractures and internal shorts were observed. X-ray inspection found that the inner coil was over-torqued at the connector region that is consistent with procedural damage. Upon visual examination, no anomalies were found except for the damage found consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, the right ventricular (rv) lead exhibited inability to pace or capture despite various attempts in changing the lead's position. The lead was not used and was replaced. The patient was recovering with no reports of adverse consequences.